Manufacturer narrative:
(B)(4). Comp rvs cntrl 6.5x30mm st/rst cat: 115396; lot: 042450. Comp aug mini bsplt w tpr md cat: 110032420; lot: 64298726. Comp rvs tray co 44mm cat: 115370; lot: 104620. Arcom xl 44-36 std hmrl brng cat: xl-115363; lot: 874890. Comp rvrs shldr glnsp std 36mm cat: 115310; lot: 502220. Comp lk scr 3.5hex 4.75x15 st cat: 180550; lot: 509110. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01296, 0001825034-2022-00448, 0001825034 -2022 -02333. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product remains implanted.

Event description:
It was reported that the patient was revised approximately 1 year and 2 days post implantation due to a foreign object identified on post op radiographs. The object was removed and the humeral tray, humeral bearing , glenosphere and mini taper adapter were all exchanged for new implants. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified an unknown black object (2 pieces) was returned; it was not generated from the other returned and/or reported products as the color does not match that of the reported products, and cosmetic inspection of the returned products found only light scratches and wear marks. The unknown foreign body was sent to sem for further analysis: eds semi-quantitative elemental analysis of an unknown wire sample showed that the composition was consistent with ti-6al-4v material, along with o, c, p, and s. The wire appeared to be heavily oxidized and contaminated with carbon, phosphorous and sulfur. Device history record was reviewed and no discrepancies were found. It is possible that the unknown foreign body was generated during insertion of the screws into the baseplate, however this cannot be confirmed. Additionally, it is unknown which product it was possibly generated from. It remains that a definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.